Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a procedure on the skull, the router broke and the perforator bit did not stop when reaching soft tissue. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the perforator bit.

Manufacturer narrative:
The reported event, for perforator bit failure to disengage, was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined.

Event description:
It was reported that during a procedure on the skull, the router broke and the perforator bit did not stop when reaching soft tissue. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the perforator bit.